Event description:
Information received by medtronic indicated that the insulin pump reservoir compartment was damaged and cracked in case. Customer stated that there was no damage to the retainer ring. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the reservoir tube found on (B)(6) 2022. Pump received with damaged retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: missing o-ring (reservoir tube), broken reservoir tube lip, partially broken retainer, cracked case (battery tube), pillowing keypad overlay. Damaged retainer ring confirmed.